Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Rep left vm regarding a revision. Complaint form sent on 3/1/2016: per complaint form. Failed fusion. Revision of instrumentation. Original construct consisted of l2-s1 pedicle screws (depuy spine viper cortical fix). The pt was hyperlordic through her lumbar region with a severe sacral slope. The surgeon decided to revision the construct to include her pelvis as a locking point for the construct and add extra fixation.